Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. The customer's blood glucose level was 87 mg/dl. Reportedly, the customer was able to charge the pump successfully by connecting the pump to an alternate usb cable.